Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have input disk axis 6 completely broken into pieces inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged. The broken piece was not returned with the instrument. Probable root cause is attributed to attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
It was reported that during da vinci-assisted surgical procedure, the jaws of force bipolar forceps were not opening. The customer removed the instrument and the disc fell off. The procedure was completed with no reported injury.